Manufacturer narrative:
(B)(4). Evaluation summary: the device was received by baxter for evaluation. Review of the event log found evidence of the reported iipv condition. The cause was unable to be determined with the provided information. Should additional relevant information become available a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, three increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2015 at 11:10:36. During night drain cycle 11, the patient's ultrafiltration reading was 408ml, indicating the home patient drained 408ml more than their maximum programmed fill volume of 500ml. No further information was available.